Manufacturer narrative:
There is no suspected device failure. Not returned to manufacturer.

Event description:
During a periodic review of published literature by the manufacturer, baylis medical devices were identified among several other manufacturers' devices as having been used in procedures with reported complications. There is no evidence to suggest the baylis medical devices caused or contributed to the reported complications. However, as the baylis devices were among the several devices used in the procedures, baylis medical has decided to submit this report. Article reference: chaturvedi, r. R., ryan, g., seed, m., van arsdell, g., & jaeggi, e. T. (2013). Fetal stenting of the atrial septum: technique and initial results in cardiac lesions with left atrial hypertension. International journal of cardiology, 168(3), 2029-2036. As per table 1 of the article, case 6 underwent septoplasty, rf perforation, and stenting. As per this article, case 6 fetal outcome was: "progressive stent stenosis from 3 weeks post-deployment: decreased flow, recurrence of la hypertension on pulmonary venous doppler". Case 6 postnatal outcome was: "from~4 weeks post-stent, progressive flow restriction and worsening pv doppler pattern implying recurrence of la hypertension leading to delivery at (B)(6). Vad (d3), oxygenator (d5), failed to wean from ECMO. Catheterization: transpulmonary gradient 34 mmhg mean, multiple pulmonary emboli on angiography and confirmed at autopsy. Died (B)(6)."